Manufacturer narrative:
(B)(4). Following the event, the facility biomed evaluated the device and observed that it took a long time to charge energy and it lost power each time he tried to shock when received. However, the biomed observed proper device operation after charging the original battery or using a different battery from a second device. Physio observed proper device operation through functional and performance testing. Physio noted that the low battery alert was turned off and the customer battery in use was old and at the end of life. Physio recommended replacing all the customer batteries that are at the end of life and returned the device to the customer for use. A conclusive cause of the reported event was not determined.

Event description:
During the device use with a pt, it was reported that the device lost power as the user attempted to discharge charged energy. The pt outcome was not available and there was no further info available regarding the event. There was no adverse event reported as the result of the device use.